Event description:
It was reported through the (B)(4) clinical study that approximately 18 months post transapical transcatheter aortic valve replacement (tavr) procedure, the patient was admitted after MRI confirmed the patient had suffered an acute right middle cerebral artery (mca) infarct. The principal investigator (pi) assessed the device relationship to as remotely related to the device.

Manufacturer narrative:
There was no report of device malfunction. Review of the device history record (DHR) file for the valve was completed and the valve was found to have met all specifications prior to distribution. In addition, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the instructions for use (IFU) for the edwards sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the prosthetic valve. These events can be ischemic or hemorrhagic, and approximately 50% occur within 5 days of the procedure. Ischemic strokes can have other etiologies, including embolizations occurring the placement of or after deployment of prosthetic valves, afib, and carotid artery lesions. In addition, major risk factors for tia and stroke include htn, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event cannot be confirmed, however, there are multiple potential causes including the patient's co-morbidities (i.e. High cholesterol, cerebrovascular disease, previous cva) and increasing age. No corrective or preventive actions are possible at this time.